Manufacturer narrative:
A siemens customer service (cse) was sent to the customer site for system inspection, and performed a total service call. The cse inspected and cleaned the luminometer. Inspected the wash station and checked dispenses. The cse checked the syringes, pumps, probes, tubing and fittings, and performed a 30 repetition run of multi-diluent 11 and quality control and found no system issues. The customer's quality control (qc) results were within range at the time of the incident. The cause for the non-reproduced falsely elevated advia centaur cp cardiac troponin I (tni-ultra) result appears to be sample specific. The customer utilizes a stat spin procedure for sample preparation, and pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the falsely elevated tni-ultra result, we cannot rule out pre-analytic factors leading to fibrin interference as the causative agent. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated advia centaur cp cardiac troponin I (tni-ultra) result was observed by the customer. The customer's protocol is to repeat all positive tni-ultra results above 0.15 ng/ml. The same patient sample was tested on alternate advia centaur cp system, and on the original advia centaur cp system, and the results were lower. The falsely elevated tni-ultra result was not reported to the physician. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra result.